Manufacturer narrative:
The customer canceled their service requested and opted to perform their own repairs. Customer performed own repair.

Event description:
It was reported by service report that the scale was inaccurate.